Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. The reported patient effect of occlusion is known as an inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Date of event and therapy: estimated date. The device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using two proglide devices after a transcatheter aortic valve replacement procedure. Reportedly, occlusion of the common femoral artery occurred right after deployment of the two proglide devices. Good results after balloon angioplasty with a non-abbott 7x40mm balloon. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.